Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r

Event description:
During an atrial fibrillation ablation procedure, when the catheter was connected to the ensite x system, an error stating the catheter is single use only was seen. The catheter was not re-sterilized or used before. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10 . One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.